Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt presented to the physician with monolateral worsening. High impedances were measured. The physician explanted and replaced the lead. The pt was reported as well with the new lead.